Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated.

Event description:
It was reported that this implantable device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A boston scientific technical services (ts) consultant recommended device replacement. No adverse patient effects were reported. Additional information was received that this device was explanted, and a new device implanted. No adverse patient effects were reported.